Event description:
Patient reported the infusion tube separated from the luer lock connection during the night, and she woke with hyperglycemia (approximately 540 mg/dl) and a low ketone level. She did not feel well and had increased thirst. She did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. Two unused and one used transfer sets were returned for investigation. During the visual inspection, it was confirmed there was a separation of the connector from the tube on the used transfer set. The visual inspection revealed that the tube was clearly torn out. The spot of separation showed characteristics of a strong non-axial tensile stress. A tensile test was performed on the originally packed transfer sets, and no non-conformities were found. In addition, the batch documentation was verified without finding any irregularities.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.